Manufacturer narrative:
(B)(6). This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -10.50/2.0/088 (sphere/cylinder/axis), implantable collamer lens tore/broke during injection/delivery into the eye. The lens was removed and replaced within the same surgery and the problem resolved. No patient injury was reported. Cause of event is unknown.